Event description:
Information was received providing that the patient¿s most recent was complicated by left vocal cord paralysis, which is causing more hoarseness for the patient. No settings changes were made with the vns. The patient had previously stated she couldn't talk because of the vns. The patient¿s speech was slightly perseverative and slow but she did not have aphasia. Additional relevant information has not been received to-date.